Manufacturer narrative:
(B)(4). Batch # 159a16. Component code = others (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 drivers up and the remaining drivers were down with staples present. In addition, with the both gripping surfaces broken off making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The firing knob moved without any difficulty observed. The staple line and cut line were complete, and the staples meet the staple form release criteria. The cartridge damage is related an improper use of the device. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. Please reference the instruction for use for more information. The event described could not be confirmed as the firing knob performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing knob didn't move even though the cartridge was changed to a new one. There were no patient consequences.